Manufacturer narrative:
A tosoh technical support specialist (tss) assisted the customer with the reported event. The customer stated that the quarterly maintenance was performed last month and that no error codes or flags have been reported on the analyzer. The customer will follow up with medical laboratory evaluation (mle) regarding the low luteinizing hormone ii (lh ii) results. The customer successfully ran quality control (qc) without error and within acceptable range. No parts returned. No further action required by technical support. The aia-900 is functioning as expected. A 13 month complaint and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There was no similar complaint found during the search period. Review of related documentation: the luteinizing hormone ii (lh ii) st aia-pack analyte application manual states the following: limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack lh ii, the highest concentration of luteinizing hormone measurable without dilution is approximately 200 miu/ml, and the lowest measurable concentration is 0.2 miu/ml (assay sensitivity). Although the approximate value of the highest calibrator is 200 miu/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 200 miu/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values when tested for luteinizing hormone. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. Expected values: each laboratory should determine a reference interval which corresponds to the characteristics of the population being tested. As with all diagnostic procedures, clinical results must be interpreted with regard to concomitant medications administered to the patient. The most probable cause of the reported event could not be established.

Event description:
A customer reported low results on a failed american proficiency institute (api) test for luteinizing hormone ii (lh ii) on the aia-900 analyzer. The api test was reran with a different lot number of lh ii test cups and calibrator but had the same low results. The customer stated that quality control (qc) results were within bio-rad manufacturer's package range for lh ii. A tosoh technical support specialist (tss) assisted the customer with the reported event. There is no indication of any patient intervention or adverse health consequences due to the reported event.